Event description:
Procedure type: lobectomy. According to the rptr: when they went to fire over the pulmonary artery, they had a distal staple that didn't fully eject from the stapler. The reload was stuck on the pulmonary artery. To correct this, they just fired another reload over the area. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. Buttress material was not used with this reload.

Manufacturer narrative:
(B)(4).